Manufacturer narrative:
Evaluation, corrected data: the previously submitted MDR inadvertently provided the wrong conclusion code for the event.

Event description:
It was reported that the patient underwent lead replacement surgery on (B)(6) 2014 which is why the lead impedance showed as resolved. The generator was not replaced. The explanted lead has not been received for analysis to date.

Manufacturer narrative:
.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2015 and system diagnostic results revealed high impedance >=10000 ohms. The patient's device was tested again on (B)(6) 2014 and the device showed impedance results within normal limits. No patient adverse events were reported. No known surgical interventions have occurred to date.